Manufacturer narrative:
Fromes, gail. "Efficacy of vagus nerve stimulation in adults during 5 years of treatment."

Event description:
It was reported that the vns patient did not receive efficacy after 5 years of vns therapy. Attempts to obtain additional information are underway.